Event description:
It was reported that the device was removed due to patient dissatisfaction, "moved around." Additional information was requested, but was not provided. An ams inflatable penile prosthesis was implanted on the same day as the removal.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.